Manufacturer narrative:
No product has been returned for evaluation. Labeling review: "proper handling, insertion and placement of electrodes is critical for emg monitoring. Needles should be at least 1" apart..." "Precaution: proper handling, insertion, and placement of needle electrodes is critical for accurate monitoring..." "Precaution: improperly placed or bent needles increase the risk of the needle breaking off in the patient..." "Precaution: do not attempt to straighten bent needles because this may cause stress and weaken the needle causing it to break off in the patient..." "Precaution: needles are sharp nd extreme care must be taken during handling..."

Event description:
During an extreme lateral interbody fusion procedure the nvm5 detected signal interference. Electrode placement was inspected and found a needle brakeage. A needle electrode was placed and surgical procedure continued. Post-operatively a 2 cm incision was performed to remove the broken needle.